Event description:
It was reported via legal documentation that approximately 7 years and 6 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, joint effusion, osteolysis, balance problems, ambulation or postural difficulties, discomfort, pain, synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitants: 2786487 02-010-01-0350 - optetrak logic femoral component. 3660477 02-012-41-5050 - optetrak logic tibial tray. 3767275 200-02-38 - optetrak 3 peg patella. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.